Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the h-t supra core.035 190cm guide wire (gw) was removed from the packaging, the coil tip and core of the gw was noted to be broken; however, remained in one piece. Therefore, the gw was not used in the procedure. Another supra core gw was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed, the following was updated: it was reported that the distal core of the h-t supra core.035 190cm guide wire (gw) was bent. And not broken. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material twisted / bent was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the reported material bent/noted multiple bends on the distal core wire; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6: medical device problem code 1069 was removed.